Manufacturer narrative:
Investigation summary: the used catheter was returned with cut condition. Visual inspection and injection test performed. The proximal part of the catheter was connected to the epifuse connector and water was injected, which confirmed that water was leaking from 55 mm from the end of the catheter. Upon examination under magnification, a small hole was found. The hole in the catheter appeared to have been gouged, and there were scratches near the hole that looked like it had been made by rubbing with the tip. Therefore, it is believed that the cause was a sharp object that had come into contact with the catheter after it was manufactured. The customer suspects that a safety pin may have come into contact. To reproduce the problem, a hole was made in the catheter with a safety pin, which left a similar hole mark. When water was injected into the catheter, liquid leakage was also confirmed. If a hole had been present before use began, it would be detectable with a test dose, so the most likely cause is that the catheter came into contact with a safety pin when it was used, creating a hole. A device history record could not be completed as no lot number was received. We will continue to monitor for similar events.

Event description:
It was reported that after using an epidural catheter for continuous adductor canal block, a ward nurse pointed out a leak that night. Upon checking, a leak was indeed confirmed. The leaking catheter was cleanly cut off and continued to be used. This occurred during patient use at the facility. There was no patient harm/adverse event reported.